Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed technical failure code 389 "no o2 dosing possible". Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. The suspect device was not returned evaluation; therefore, a definitive root cause could not be determined. A follow-up attempt was made to the customer to request an update; however, no response has been received.